Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.